Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the high voltage cable. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had displayed a no rotor error message intermittently and that there was a problem with a wire in the high voltage cable assembly. No pt injury was reported.